Event description:
Complainant alleged that while attempting to defibrillatea patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device and used the same defib pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Review of the device log shows messages alerting the user of poor coupling between the patient and the electrodes being used. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The customer's multifunction cable and pads were not returned for evaluation. The device passed all testing and was recertified and returned to the customer. No trend associated with claims of this nature.